Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The insulin pump received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported by the customer that the insulin pump's act button was unresponsive to inputs. Customer stated that the numbers continue to ramp up on the device and the device doesn't respond to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 91 mg/dl at time of reporting. Nothing further reported.